Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received false positive results for benzodiazepines, cocaine and opiates for three to four months and for multiple samples. Of the samples sent for confirmation testing, about 50% of the confirmation results were negative. Only the results for benzodiazepine were a reportable malfunction. The customer stated all initial results were positive. The samples were repeated on the same analyzer and the results were positive. When sent out for confirmation by gcms, the results were negative. No specific data was provided. The initial results were reported outside the laboratory. The gcms results were believed to be correct. The patients were not adversely affected. The benzodiazepine reagent lot number was 68216501 with an expiration date of 01/31/2015. The field service representative could not determine a cause. He checked the fluidics and adjustments which were ok. He ran performance testing which was ok.

Manufacturer narrative:
The investigation could not determine a root cause for this event. No samples could be provided for further testing. Additional information for further investigation was requested but not provided. Review of the calibration and quality control data excluded a general issue with the reagent or instrument. Product labeling documents the assay provides only a preliminary result and a more specific alternate chemical method must be used in order to obtain a confirmed result. Gc/ms is the preferred confirmatory method.